Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medications via an implanted pump. Per the patient, she had a few medications in the pump and one was prialt. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 it was reported by the patient that ¿she thinks she is having a problem with the catheter¿. Since her last pump refill on (B)(6) 2018, she had been having increased pain, could hardly walk, and had burning feet. She also stated that the ¿catheter is sore back there where the catheter is and the pain goes into the side; deep inside there is a burning different than the normal pain and it¿s underneath the catheter¿. Per the patient, the situation was being addressed by her doctor. She had an appointment today with her doctor and would be discussing the issue. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-2008, additional information was received from the healthcare professional (hcp). The hcp stated that the cause of the patient's symptoms was, "patient is cognitively impaired and has anxiety. After evaluating the patient, I believe the pump is fine". The hcp stated there was no issue with the catheter. The hcp again stated, "patient is cognitively-impaired. There is no problem with the pump". The status of the pump was "functional".